Manufacturer narrative:
Device not returned

Event description:
It was reported that flakes from the coating of the guidewire were noted prior to medical procedure. No patient was involved.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the returned synchro guidewire was examined, and it was discovered that the guidewire polytetrafluoroethylene (ptfe) coating was peeled/scraped off on several places along the proximal end of the guidewire approximately at 36.0 cm from its proximal end, confirming the reported complaint. The ptfe coating was scraped due to the torque collet and/or the introducer. The guidewire was also found bent on its proximal section. No anomalies were observed with the guidewire hydrophilic coating and distal tip based on the information provided in the complaint, no damage was noted to the packaging, the dispenser hoop was flushed prior to removing the guidewire and no resistance was noted when removed removing the guidewire from the dispenser hoop. During the analysis of the device, it was noted that the ptfe coating was scraped off of the guidewire along 360 degree and appeared to be potentially due to the use of the torque device collet and/or introducer. Therefore, a probable cause of 'use error' has been assigned to the as reported and as analyzed codes 'nv - guidweire ptfe coating peeling', since the device for use (dfu) instructs the user to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e. Core wire abrasion/peeling of ptfe, etc.)". The additional information from the customer also indicated that no anomalies were noted on the guidewire prior to use. Therefore, it is highly likely that the kink/bend observed in the guidewire during device analysis could probably be due to the handling of the device during packaging/shipping. Therefore, a probable cause of 'shipping damage' has been assigned to as analyzed code 'nv - guidewire kinked/bent'.

Event description:
It was reported that flakes from the coating of the guidewire were noted prior to medical procedure. No patient was involved.